Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge business representative evaluated the iabp and reported that they were able to reproduce the alleged malfunction. The main board was replaced and the iabp was released back into clinical use.

Event description:
It was reported that during a routine check performed by the customer, the cs300 intra-aortic balloon pump generated a maintenance required code #5. There was no patient involvement or adverse event reported.